Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an error code 63. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block initial reporter telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2 additional information: e1(postal code): jig 1b1 the customer cancelled the service order and advised that the issue was resolved, without giving any other information. There is no part to send back, since there was no repair done on this unit. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Event description:
N/a